Event description:
After review of medical records, it was indicated that patient presents with progressive weight-bearing pain and some intermittent mechanical symptoms of catching or ratcheting in her right hip. Her evaluation revealed that she did have elevated cobalt and chromium ion levels, and an MRI did show a moderate-sized periarticular fluid collection. The patient was then revised for failed right total hip arthroplasty due to metallosis and local adverse tissue reaction as well as early periacetabular osteolysis. Operative notes reported that there was blackish and grayish metallosis staining within the synovial lining diffusely of the hip joint, and there was some wear debris within the capsular structures. There was clear trunnionosis with wear debris at the junction of the femoral head and the trunnion. There was some mild yellowish wear debris on the posterior aspect of the liner, surgeon felt the majority of the metallosis wear debris was from the trunnion. There was evidence for some osteolysis directly posterior to the acetabular shell. Stem has been added to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   Patient code: no code available ((B)(4)) is used to capture (device revision or replacement and blood heavy metal increase).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had increasing hip & groin pain. Head & liner exchange. Doi: (B)(6) 2007, dor: (B)(6) 2019, right hip.